Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insyte¿ autoguard¿ shielded IV catheter there were samples pulled from the r&d product storage in (B)(4). They had slow needle retractions when pressing the activation button.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis a total of (B)(4) units were built on afa line 6 from aug 2, 2016 through aug 6, 2016 and packaged on pkg line 8 from aug 4, 2016 through aug 7, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the quality documents. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip, periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process. Visual analysis: observations and testing: received 28 unused 20ga insyte autoguard units inside a dispenser and within sealed packages from lot number 6214501 exp. Date 2019-07-31. Visual/microscopic examination: no mechanical/physical damage was observed to the spring, needle hub or grip. There were no missing components or evidence of glue on the button or hub and the silicone grease was present on the spring of the units. Functional test: the functional test was performed as follows: removed the needle cover. The catheter-adapter assembly was rotated 360 degrees. The white button was depressed. The units demonstrated successful retraction. Total retraction on each of the units lasted =1.0 sec per specification (pps-001) (time taken with stopwatch). Investigation samples(s) meet manufacturing specifications: yes. No mechanical/physical damage was observed and the unit demonstrated a successful retraction when tested in the laboratory environment. Investigation conclusion: the defect stated in the subject of the pir could not be confirmed with the units returned for evaluation and testing. Did the evaluation confirm the customer¿s experience with the bd product? No; the defect experienced was not confirmed with the units received for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the failure could not be achieved with the evaluation and testing performed on the units received in the laboratory environment.